Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the motor device was not working. It was further reported that the physician felt that the device did not have enough power. The reported event did not occur during surgery. It was not reported if there were any delays to a scheduled surgical procedure or if a spare device was available. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had tears in the hose. Therefore, the reported condition was confirmed. It was determined that this was due to mishandling of the device by allowing the hose to come in contact with a sharp object which punctured the hose or by exerting extreme force on the hose during cleaning or use. The assignable root cause was determined to be due to misuse, abuse and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.